Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05067 and 3006705815-2023-06889. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. It was also reported the patient's leads had migrated. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.